Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Impella inserted via left femoral artery prior to percutaneous coronary intervention (pci) with flows on auto of 3.8l throughout case. Patient was given bolus twice at beginning of case due to small size of left ventricle and only required small dose of neo during prolonged hypotension. The patient tolerated impella wean at the conclusion of pci and removal of the sheath was slow and with caution due to patient's inability to receive blood products (jehovah witness). Hemostasis was achieved with perclose x2 and light manual pressure for 10 minutes. The patient was feeling well post pci. On 11-mar-2025, a notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry indicating that the patient experienced ventricular arrhythmia with a "remote (unlikely)" relationship to the impella device used. The patient expired on (B)(6) 2024.